Event description:
An 8f angio-seal sts plus was selected for use following a coronary intervention with placement of a drug-eluting stent. A pre-deployment angiogram was not performed. Hemostasis was successfully achieved following deployment. Fifteen minutes post-procedure during transfer outside of the procedure room, the patient complained of pain and developed a retroperitoneal bleed requiring surgical repair. The anchor was not found during the surgery and could not be located with ultrasound. The patient recovered and was discharged.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user to assess the puncture site location and evaluate femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.